Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm after programming a bolus. The customer's blood glucose was 123 mg/dl. It was also found the customer's insulin pump was functional after restart. Customer's mother requested a new insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.